Event description:
It was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse made the system inspections and appropriate adjustments. No part replacements were performed. The system was tested and verified as ready for use. Isi fse verified event date and system serial # (B)(4) during a field service activity. No image or video was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: the system unavailability after first port incision could lead to a conversion, which in the past has caused an injury due to the patient¿s inability to tolerate the open procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.